Event description:
The article, "comparison of embolization coils and patent ductus arteriosus occluders for coronary artery fistula transcatheter closure: a single centre experience" was reviewed. This research article is a retrospective single-center experience to evaluate the procedural and long-term performance of embolization coils and patent ductus arteriosus (pda) occluders in coronary artery fistula (caf) closure. The devices included in this study were amplatzer duct occluder I/ii and coils. The article concluded that transcatheter closure of cafs using pda occluders was associated with significantly higher acute procedural success compared to coil embolization with comparable late outcomes. [The primary and corresponding author was xiangbin pan, department of structural heart disease, national center for cardiovascular disease & fuwai hospital, chinese academy of medical sciences & peking union medical college, beijing, people¿s republic of china, with corresponding e-mail: panxiangbin@fuwaihospital.org.] This study included patients undergoing caf closure from 01 january 2011 to 31 december 2022. A total of 101 patients were included in the study, of which 65.3% (66) received an abbott device. The average age was 37 years. The majority gender was female. Comorbidities included coronary artery disease, hypertension, diabetes, hyperlipidemia, and chronic obstructive pulmonary disease.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, hypertension, diabetes, hyperlipidemia, and chronic obstructive pulmonary disease. Complications reported included patient device interaction problem (residual shunt), obstruction, surgical intervention (surgical closure), unexpected medical intervention (device snared); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.